Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. It was noted that the device battery monitoring voltage was 1.01 volts. The device case was opened to facilitate examination of the internal components. The device battery was removed and replaced with an external power source. Analysis confirmed the inability to interrogate this device due to the depleted cell; however, the root cause could not be identified.

Event description:
Boston scientific received information that the patient with this device experienced a syncopal episode. Attempts to interrogate the device were unsuccessful as the device had reached end of life (eol). The patient was instructed by the physician that there was only six months of longevity remaining, but the patient was non-compliant with the three month follow-up. The physician confirmed there were no allegations of premature battery depletion. A revision procedure will be scheduled, the device was explanted and replaced. No additional adverse patient effects were reported.